Manufacturer narrative:
Device expiration date: unknown, no lot # provided. Initial reporter phone#: (B)(6), initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp was found to have faint and illegible scale markings before use. The following information was provided by the initial reporter: "the scale marking on the barrel was partially faint and illegible."

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp was found to have faint and illegible scale markings before use. The following information was provided by the initial reporter: "the scale marking on the barrel was partially faint and illegible."

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the scale marking on the barrel was partially faint and illegible. The returned syringe was examined and exhibited missing scale markings from the 0-10 unit markings. Unable to perform DHR check for scale marking light/illegible due to unknown lot number. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was provided. Root cause could not be determined. H3 other text : see h.10.